Event description:
The device was found to be suspect for bacterial contamination during a cardioquip engineering investigation.

Manufacturer narrative:
A cardioquip engineer submitted photos of tubing to epidemiology for investigation during an device investigation. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. The customer was notified of the contamination, recommendation and approved of the repair. The device was then returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.